Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 450 mg/dl which was treated with bolus. The auto mode feature was active at the time of incident. During troubleshooting for high blood glucose, the insulin pump passed displacement test, self-test and high pressure test. The customer's current blood glucose was 125 mg/dl. The insulin pump will not be returned for analysis.